Event description:
It was reported the device was explanted and replaced due to no output. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4): preliminary testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported the device was explanted and replaced, due to no output. No patient complications were reported as a result of this event.